Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the metal tip slid off. Two 10fr 28cm nu stents were selected for use. The metal tip of the introducer slid off both stent devices and one ended up in the patient.